Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device was at recommended replacement time (rrt) after being implanted for less than four years. The left ventricular (lv) lead had a threshold at 4 volts at 1.0 millisecond and the device had the lv output permanently programmed at 4 volts at 1.5 milliseconds. It was noted the threshold and output were believed to be high for some time. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.